Event description:
New information received notes that the pacemaker was explanted on an unknown date. No additional patient consequences were reported.

Manufacturer narrative:
Field complaint of overestimation was not confirmed. The device was received from the field with battery voltage at elective replacement indicator level. Analysis of device image and session records indicated device operated at high pacing output settings at times as well as autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics. Longevity assessment was performed, and the implant duration exceeds the total projected longevity indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker (pm) longevity had dropped. Transmission was reviewed and it was discovered that the pm values had normal longevity. It was discussed that the pm could have possibly overestimated the longevity. It was recommended to continue to monitor the patient. There were no patient consequences.